Event description:
It was reported that there was a resistance to syringe operation during pretest and it was difficult to return the fixed water of the foley catheter balloon to the syringe. Per follow up information received via ibc on (B)(6) 2022, stated that it was unknown whether the difficulty in removing the fixed water was due to resistance in the syringe operation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The reported failure was considered out of specification as the reported failure was reproduced. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing catheter. Visual inspection of the sample noted inflated the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. With the syringe attach attempt to deflate balloon and only 4 ml of solution could be withdrawn. Dissected the balloon and found that the notch was perforated completely. This is considered a failure as per "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate". A potential root cause for this failure mode could be ¿irregularity in rtv application. Balloon not centered on inflation notch¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a resistance to syringe operation during pretest and it was difficult to return the fixed water of the foley catheter balloon to the syringe. Per follow up information received via ibc on 31may2022, stated that it was unknown whether the difficulty in removing the fixed water was due to resistance in the syringe operation.